Manufacturer narrative:
H3: the axium prime coil (model: fc-4-6-3d lot: a966296) was returned for analysis. The actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. There is no evidence of any detachment attempts by mechanical or manual methods. The axium prime pusher was found bent at ~6.4cm from the proximal end. The pusher was found broken at two locations: ~137.0cm from the proximal end and ~15.6cm from the first break. The proximal and middle segments were retained by the release wire. The distal most segment was not returned for analysis. The release wire and coin were found unbroken. The implant coil was not returned for analysis. No other damages or anomalies were found. Based on the device analysis and reported information, the customer report of ¿premature detachment¿ was confirmed. The pusher was broken at two locations and the release wire was retracted, likely to be the cause of the detached implant coil. The cause of the break could not be determined. The customer reported no damages or kinks to the pusher. As the distal segment of the pusher, the implant coil and detach element were not returned, any contribution of the distal segment, implant coil and detach element towards the premature detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the coil detached prematurely prior to any deliberate detachment attempts were made. There was no kink or damage observed to the pushwire. For apb-2.5-4-3d-es, the resistance occurred in the distal segment of the microcatheter, there was no damage observed. The procedure was completed by having the coil loop remain in the parent vessel. A stent had been discussed, but it was ultimately decided against.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the 4 x 6 axium coil prematurely detached partially in the anz and partially in the echelon catheter. The catheter was removed to clear the coil, and then re-entered the anz. The next coil was a 2.5 axium, and it met friction in the catheter. It was removed intact, along with the catheter for removal. The physician commented that the catheter felt like it was more stiff than they typically felt. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm of the anterior communicating (acom) artery with a max diameter of 5 mm and a 3 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate.